Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the sometimes the down button was hard to press also customer smells the insulin and they did not know where it was came from. Customer also stated that battery was last only two to three days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.